Manufacturer narrative:
G4: 27jun2019; b4: 01oct2019. The service engineer (se) inspected the device. The se confirmed the reported issue. The se found that the screen prompts that the warning light is faulty. Intermittently reported ovp power failure). The se replaced the alarm light and replace the motor controller board and all tests passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a faulty led alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.